Manufacturer narrative:
The manual resuscitator inability to inflate would delay the resuscitation of patient.

Event description:
Not inflating.

Manufacturer narrative:
The manual resuscitator inability to inflate would delay the resuscitation of patient. The complaint of "not inflating" regarding part cprm1116 was not confirmed. The root cause cannot be determined but could possibly be a result of "mfg error - connection to squeeze bag leaks". A risk assessment was performed and the ultimate risk was determined to be low which does not require the initiation of a CAPA. There have been 0 other complaints were regarding the same part and a similar issue within the 24 months preceding this complaint. No response was requested from the customer.

Event description:
Not inflating.